Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd lancet had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer is not sure if the expiration date is on the box. Verbatim: consumer called to inquire about ordering more lancets from bd. Stated he purchased a box of the 30g lancets last year from his pharmacy and has been using them. Stated he is not sure if the expiration date is on the box but he sees the date of 2012. Advised consumer that bd tests the products for 5 years and no longer manufactures the lancets. Advised to speak to his doctor or pharmacist for an alternative that would best fit his needs. "

Event description:
It was reported that an unspecified bd lancet had missing label information before use. The following was reported by the initial reporter: "it was reported that the consumer is not sure if the expiration date is on the box. Verbatim: consumer called to inquire about ordering more lancets from bd. Stated he purchased a box of the 30g lancets last year from his pharmacy and has been using them. Stated he is not sure if the expiration date is on the box but he sees the date of 2012. Advised consumer that bd tests the products for 5 years and no longer manufactures the lancets. Advised to speak to his doctor or pharmacist for an alternative that would best fit his needs."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for missing label information (expiration date) due to unknown lot number.